Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. Concomitant medical devices: item # us157856/ m2a-magnum pf cup / lot # 899260; item# 157450/ m2a-magnum mod hd/ lot # 632540; item# 15-103205/ taperloc micro lat/ lot# 255540. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -02040, 0001825034 -2020 -02041.

Event description:
It was reported the patient underwent a right hip revision surgery approximately 8 years post implantation due to pain and metallosis. Pseudocapsule was removed. Superior and anterior cyst were found and debrided. Head component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this device did not contribute to the reported event and should be voided.

Event description:
Upon receipt of additional information, it was determined this device did not contribute to the reported event and should be voided.